Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On 05/22/2025, it was reported that the patient experienced a skin reaction. Prior to sensor insertion the area was prepped with alcohol pads. The patient developed a pimple (bumps) at the needle puncture site and a rash extending beyond the patch perimeter to the elbow. On (B)(6) 2025, the patient consulted his primary care physician who prescribed an oral antibiotic medication (cephalexin 500 mg, unspecified course) for the infection. At the time of the report, symptoms had already subsided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.